Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing irritation at the ipg site since it was in the hip. As such surgical intervention took place on (B)(6) 2021 wherein the ipg pocket site location was moved to the mid back area. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.